Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusions. No issues observed with the cartridge, infusion set or cannula. Customer experienced blood glucose (bg) level of 496 mg/dl and diabetic ketoacidosis (dka), a correction bolus was delivered and a manual injection was administered to address bg/dka. Customer was admitted to the hospital and treated with an insulin drip and saline. Customer was discharged on 1/10/2019 with no permanent damage.